Manufacturer narrative:
The insulin pump passed prime/compromised force sensor system, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms were noted. A missing end cap sticker was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the customer had recurring no delivery alarm issues on the insulin pump. Caller stated that they have tried multiple solutions such as changing out the infusion set or removing the reservoir from the pump. Caller stated that the issue will be resolved for 15-16 hours but then it will recur again. Customer's blood glucose was over 600 mg/dl. Caller stated that the alarm just occurred during a bolus. Caller stated that the issue has not been resolved. Troubleshooting was performed and the caller stated that the insulin did exit. Caller stated that her son does not want to change his set again as they just changed it twice within the past day. Customer was advised to do a complete set change as soon as possible. Caller requested a replacement insulin pump.